Event description:
Add'l info rec'd from MFR 11/24/03: no product testing or record review could be conducted for this complaint. 3m made several attempts to obtain lot numbers or more detailed product info from the hosp., but these attempts were unsuccessful. Without this info, 3m is unable to test or further investigate. 3m concluded that the event was due to user error. Adhesive products in general, require proper removal from skin, especially in elderly pts. The labeling and instructions for use with this product inform the user that care must be taken in this case and describes the technique for proper removal. If removal is not conducted using the described method, skin stretching is more likely to occur. In this particular instance, the pt was known to have many medical conditions that could compromise the strength of the skin including her age. If care were taken when removing the drape, the user would have noticed the tearing and stopped the process to prevent more damage to the skin. 3m has reviewed the changes made to the product since it was placed on the market. The changes that could contribute to an event like the one described would be a change in the adhesive, film, or sterilization process. There have been no significant changes in these areas.

Event description:
Pt was treated at hospital for heart-related and other serious health problems. During by-pass surgery, pt sustained severe injuries to their legs. In the medical records, the injuries first are called "skin tears." Then, a day or so later, the injuries are called second and third degree burns. A week or so later, the hospital records call the injuries a "misadventure during medical care." When looking at photos of the injuries, it appears the skin was torn or burned off both legs from knees to ankles. Hospital currently appears to be taking the position that pt's injuries were caused by the removal of 3m's ioban drapes following the by-pass surgery. Reporter has asked physicians to review medical records to help determine precisely how injuries occurred. An experienced and respected cardio-thoracic surgeon wrote reporter a letter, stating he had never heard of ioban drapes causing this type of skin tear or burn injury.